Event description:
A customer reported a malfunction on the pump, identified as malfunction code 12, but this did not result in the customer's blood glucose level exceeding 500 mg/dl. There was no adverse impact to the blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur, and the customer was instructed to call back if any malfunction code appeared again, which they understood.